Manufacturer narrative:
Additional information was received on 4/11/2019. The device was explanted on (B)(6) 2019. 2. Is other serious-uncheck. 2. Is required intervention-check. The mentor failure analysis lab received the device for evaluation on 5/1/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The evaluation of the returned device was completed by the failure analysis lab on 7/1/2019. Device evaluation summary: according to the information provided a deflation of the breast saline implant was reported. During evaluation of the sample a crease was observed on the anterior view. Leak testing was not performed to avoid compromising the device integrity. No other anomalies were observed. Since the authorization for return and examination of medical device form was not signed and/or returned, the mentor product analysis lab was precluded from further evaluating the device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female underwent primary breast augmentation with an unknown saline prosthesis. On (B)(6) 2018 right sided deflation was observed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.